Event description:
The consumer indicated her pad shredded into pieces on the top which caused irrtitation and pieces to get inside of her vagina. She switched to maximun absorbency as a result of kidney issues. After the pad shredded, she experienced itching and redness in her vaginal area. She visited her doctor on (B)(6) 2012 and he found some of the material from the pad inside of her. She was prescribed an antibiotic by her doctor and discontinued use of the product.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.